Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead insulation appeared to be worn. No intervention or patient symptoms were reported. No further information was available.